Manufacturer narrative:
Based on the claim against the product by the customer noting error messages were displayed on the vio integrated electro surgical generator unit (iesu), an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to replicate the error but found the error in the logs. The fse replaced the vio iesu to resolve errors m-02. The system was tested and verified as ready for use. Isi received the erbe involved with this complaint to perform failure analysis. The vio iesu was analyzed and found an error messages at each power up c-82. The unit was placed on an in-house system and was run in normal mode. The unit will be returned to original equipment manufacturer (OEM) for repair. The reported issue was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of errors on vio iesu is related to the generator. Replacing the vio iesu resolved the issue. This complaint is being reported due to the following conclusion: the vio integrated electro surgical generator unit (iesu) was replaced after the completion of the procedure due to error messages. Failure analysis was able to confirm and reproduce errors during their investigation. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, a reoccurring error reported by the erbe vio (video io) was displayed. The customer called intuitive surgical, inc. (Isi) technical service engineer (tse) after the procedure to report that errors occur each time the vio integrated electro surgical generator unit (iesu) was powered on. The system logs confirm the vio iesu errors, indicating internal failures. Error history showed the errors have been reoccurring for more than two months. The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.